Event description:
A nurse noticed one saline flush 10ml syringe happened to be yellowish. There were some brown particles inside the syringe. Made by excelsior medical. Saline solution in excelsior brand has a plasticized smell. Saline solution in syrex brand does not have any odor.